Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing of myopotentials. Reprogramming was performed. Patient was in a stable condition, no adverse consequences reported.